Event description:
It was reported that the hcp noted difficulty filling or aspirating the reservoir. They reportedly were able to aspirate the reservoir, but unable to fill it completely. No patient symptoms were initially reported. It was later reported that the "refill was inaccurate - too much drug in reservoir". The pump contained lioresal. The patient experienced increased spasticity/pain. The hcp replaced the pump and the catheter due to occlusion in 2009. The patient recovered without sequela.